Manufacturer narrative:
Results: evaluation of the returned nurse call cable and alarm found that the nurse call indicator light turns on at the nurse call test fixture when there is no weight on the sensor and the light turns off when weight is on the sensor pad. However, when the nurse call cable is wiggled while plugged into the receptacle, the nurse call indicator light toggles on and off. The ground wire is broken inside the cable. There are scuff marks on the nurse call cable. One of the nurse call jacks is loose and turns when it should not. See manufacture report #2020362-2014-00303 for alarm report. (B)(4).

Event description:
Customer reported the nurse's station sounds inconsistently when the alarm is in use with the nurse call cable. Customer reported the issue was discovered while in use but could not provide the date of the event. No patient incident or injury was reported.